Event description:
This loaner shaver handpiece was returned from the customer with no reported problems.

Manufacturer narrative:
Investigation findings: during testing of this shaver handpiece, it was found to have the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. To date, there are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.